Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with a check lines and bags alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during prime; the customer revealed that they spilled some fluid from the patient line. The customer then stated they would start over with new supplies.

Manufacturer narrative:
(B)(4). This report of an overprime - leak out of patient line was not confirmed and the cause was not identified because the sample was not returned for evaluation. Baxter will continue to monitor complaint data to determine if further actions are required.